Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Occurrence: a complaint history check was performed and this is the 1st related complaint for bending during use pe & breaks off during use pe on lot # 9288256. A review of risk management document (B)(4) revision 18, indicates that the potential risk of this specific reported incident (pen needle, bending during use, breaks off during use) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ short pen needle broke off into the injection site during use and was removed by the consumer with tweezers. The following information was provided by the initial reporter: "consumer left voicemail stating that he is having problems with the pen needles bending and breaking off during injection. I returned consumer's call, he stated that the needles bend at the patient end during injection, he said that when he removes the needle after injection, he notices that the needle is bent. Also stated that one needle broke off in the injection site during injection. The needle was removed with a tweezer, no medical assistance, no pain, injury or discomfort."